Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The cardan joint was broken. The manufacturing records were reviewed and no discrepancies were identified. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure on a patient that the greatbatch cup impactor linkage broke while impacting the cup. No adverse events were reported as a result of the malfunction.